Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed error 1870 indicating a motor timeout during the patient's infusion. Per reporter, the batteries were changed, settings reviewed, rate confirmed, and pump restarted, but the issue was not resolved. Reporter stated the reservoir volume was 44.6 ml. No symptoms were reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.